Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported on blank display. Troubleshooting was performed and found that the contacts on the battery cap were damaged. No harm requiring medical intervention was reported. It was unknown whether the customer continued using the device or not and the device will not be returned for analysis.